Manufacturer narrative:
A picture was provided, and it is possible to observe the packaging ripped with a hole. However, it is unclear whether the outer box packaging was the only damaged part of the device, or if the sterile barrier of the catheter may have been breached due to the cut in the outer box packaging, which could result in damage to the device or packaging. The event description mentions that the issue was observed before the procedure, which is noted in the hazard document. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that the farawave catheter was selected for use, packaging from box and sterile plastic was broken. No more information available. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was selected for use, packaging from box and sterile plastic was broken. No more information available. The device is not expected to be returned.